Event description:
It was reported that a spectrum pump had an inoperable keypad int he medical surgical care area. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the ok, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, and automatic output of the run/stop key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.